Event description:
A customer reported that the top power button on their device was difficult to press down. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.